Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the ccd drive pcb fluid damage, the lcb (light carrying bundle) broken, the objective lens cracked, the mechanical base plate corroded, the lg prong corroded, the lg prong top corroded, the lg connector corroded, the air/water socket deformed, the root brace rubber (lg control body) cut, the ethylene oxide gas valve (eog) loose, and the r/l lock knob hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).